Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box starts on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 28mmol/l with nausea, vomiting, and large ketones. The patient was taken to the hospital and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting and the basal delivery totals in total daily dose do not match (the basal edit screen was accessed) and all other settings were correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.